Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was unknown. The customer stated that there was a square and arrow and a question mark on the screen. The customer stated that the screen displayed critical pump error. The product was returned for analysis.